Event description:
Ous MDR. After an implantation time of about 5 months, it was reported to us that the defibrillator showed eri.

Manufacturer narrative:
Ous MDR- the ICD first underwent a status interrogation, which confirmed the battery status eri. The device status eri does not meet expectations after an implantation time of 5 months and a number of 10 charge processes. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was applied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In the next step, the device was opened. The battery proved to be discharged but not defect. The current uptake of the electronic module was checked, and an excessive current uptake was determined. In the further course of the analysis, the components of the electronic module were inspected. A defect ceramic capacitor was found in the rf circuit of the electronic module, which caused the increased current consumption, and thus led to the clinical complaint. The ceramic capacitor was removed from the electronic module, and the current uptake then met the specification. There were no other causes for the increased current uptake than the defect capacitor.